Manufacturer narrative:
Insulin pump passed displacement test and self test. The audio tones/beeps functioned properly. However, pump error alarm (variableinfo=3) confirmed in the pump history due to broken trace on u1 keypad assembly.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure. The customer¿s blood glucose level was 180 mg/dl at the time of the incident. Self test passed. Customer was able to successfully clear the alarm. Customer received request to rewind pump. Customer is able to complete pump rewind. Customer reports they did hear beeps when audio volume settings were saved. Customer reports they did hear the differences between the two audio beep volumes. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device was expected to be returned for analysis.